Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse heard an alert by the cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation, the device was observed for high superior vena cava (svc) coil impedance one day after implant of the right ventricular (rv) lead which was a single coil with no svc coil and was observed with an alert for possible optivol fluid accumulation. It was further determined that the alert was for the presence of an electromagnetic field. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.